Event description:
It was reported that customer experienced very high blood glucose level over 22 mmol/L and displayed as high with unspecified ketone levels. Healthcare provider identified the ketone level as dangerous. Customer was admitted into the emergency room, subsequently hospitalized, admitted into the intensive care unit (ICU), and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (b)(6) 2026 with the issue resolved. Reportedly, customer sustained heart damage; customer could not provide specific details pertaining to the heart damage. No further information was provided.

Manufacturer narrative:
In use at the time of the event: